Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the call was disconnected before troubleshooting could begin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.